Event description:
It was reported that the lead was explanted and replaced due to perforation. The patient was in good-condition the whole procedure.

Manufacturer narrative:
(B)(4). Evaluation description: analysis was normal. No anomaly was found. A lead tip stiffness was performed and the lead was found to be within specification.